Event description:
Additional information was received from the patient. The patient was asked what circumstances led to leads being loose. The patient responded: I have no idea. This was the second time they have come loose. I don't think the doctor know what he was doing. Patient was also asked what is being done to resolve the issue, the patient responded: "nothing as of yet. I've called at least 5 times to get them reattached... Nothing!! Going to have back checked 12-14.

Manufacturer narrative:
The correct g3 date for follow up number 001 is 2020-(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via letter. The patient was asked what circumstances led to the leads being loose. The patient responded: "I have no idea. This was the second time they have come loose. I don't think the dr know what the hell he's doing". Patient was also asked what is being done to resolve the issue, the patient responded: "nothing as of yet. I've called at least 5 times to get them reattached.nothing!! Going to have back checked 12-14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4). Implanted: (B)(6) 2019, product type: lead, product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Patient reported his recharger quit working. The screen showed 'contact medtronic'. While using the controller patient got screen # 49. Patient was reviewed that it was a normal screen. Patient then say when he tried to charge it won't charge. It would say 'try again'. 'No device found'. Patient place recharger antenna (rtm) over ins and it showed he does not have good connection as he move it around. He stated he worked with this for 3 weeks trying to get it to charge. He was tired of it and needs the device to work, stated there are pain that goes to his feet. In the last 3 weeks the relay box on rtm got hot as well. A replacement rtm was sent to the patient. Additional information received. Patient reported their feet was burning like crazy. Patient reported hcp had to reconnect the "posts" on this twice and they come loose again and can't get it to reattach the posts on the leads again and patient can't get him to call him back. Patient reported leads had become loose close to a year ago. Patient reported where they attached leads to spine. Patient became escalated and said: he is trying to get surgery he does not know if it is the charger or the battery in his back or something. Patient said he would call his hcp on monday... Everything happens on a friday.